Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in clinic for a device check. Review of a tachycardia episode showed a shock in the vt1 zone accelerating the patient's rhythm from vt to vf. Subsequent shocks in the vf zone broke the rhythm and patient returned to sinus. It was noted that the patient passed out. Programming changes were made, and patient will continue to be monitored.